Event description:
It was reported that stent migration and stent damaged occurred. Vascular access obtained via the radial artery. The 20x4 mm, 80% stenosed concentric, de novo target lesion was located in a moderately calcified and non-tortuous left coronary artery. The lesion was pre-dilated with 2x15 maverick balloon catheter at 20 atmospheres. After a non-bsc guide catheter was introduced to the om1 and circumflex artery, a 4.00x20mm promus element plus stent delivered and implanted at 20 atmospheres. Upon removal of the guide catheter from the marginal ramification, it was noted that the stent moved and was deformed at the proximal portion. Another guide catheter was introduced via femoral artery and a second 4 x 20 promus stent was delivered at 24 atmospheres. The procedure was completed with another of the same device. No patient complication were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).